Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 400-"high"; specific value was not provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump to address bg. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.